Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of discrepant (B)(6) elecsys results for one patient sample on a cobas e 411 immunoassay analyzer. The initial result was 3.45 coi ((B)(6)). During investigation of the sample, the (B)(6) result was 0.888 coi ((B)(6)) and the repeat result was 0.890 coi ((B)(6)). When tested with the mediace tpla method, the result was 10.8 t.u.((B)(6)) and the repeat result was 10.5 t.u. ((B)(6)). The result was (B)(6) when tested with the inno-lia (B)(6) score kit. There were no erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The (B)(6) reagent lot number was 277571 with an expiration date of 30-sep-2018.

Manufacturer narrative:
The investigation determined the calibration and the quality controls were within expected ranges.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.